Event description:
It was reported that the patient presented to clinic for a follow up. It was noted that the right atrial (ra) lead exhibited low pacing impedance and oversensing noise resulted in pacing inhibition and inappropriate mode switch. The ra lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.